Event description:
It was reported that the function of the inner ear deteriorated during the last few months to such an extent, that the pt came out of criteria for a vibrant soundbridge. Due to this medical reason, the pt was reimplanted on (B)(6) 2011 with a cochlear implant.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.